Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the system failure of printed circuit board (mb-1251) led to unexpected image flip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the monitor to the service center for evaluation related to a separate issue. During testing, the service technician identified the device had unexpected image flip. There was no patient involvement.